Event description:
It was reported that the customer experienced an insulin pump malfunction while on vacation. It was stated that the buttons on the insulin pump malfunctioned, and began programming insulin erratically. It was stated that the customer did have a back-up insulin pump to use after the event. The reported blood glucose reading at the time of the malfunction was 19.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces.